Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph) on (B)(6) 2024. Procept biorobotics corporation (procept) became aware that one day after aquablation therapy the patient was experiencing pain and was admitted to the hospital. Two (2) days after admission to the hospital, a computed tomography (CT) cystogram revealed an anterior bladder perforation. No surgical intervention was required for the perforation; however, extended catheterization was required. The patient was discharged home on (B)(6)2024. The treating surgeon hypothesized that the angle planning, combined with the patient¿s small prostate resulted in the perforation. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) was conducted for ab2000-d/serial number 23c03706, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed and states the following: 4.3 warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: ¿ bladder or prostate capsule perforation the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and IFU, the event is considered not device-related.